Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter alternate email : (B)(6). Medical device manufacture date : unknown. Investigation summary : exec summary - no physical sample device was returned. A complaint of a set having a cut tube directly out of packaging was received from the customer. A photo was provided for investigation. In the photo the pumping segment can be seen but it is difficult to see the cut in the tubing. Bd was able not able to duplicate or confirm the indicated issue, hence as the root cause is undetermined and based on trend analysis no further action is required at this time. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd alaris¿ pump module smartsite¿ infusion set was damaged but still operable. The following information was provided by the initial reporter : it was reported that while priming fluids a hole or slit was noted to be in the tubing.